Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5. Additional event description added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Patient-device interaction (peripheral vessel artery dissection): the root cause of the injury was unable to be determined due to insufficient clinical details. Patient-device interaction (minor bleed): the root cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Additional information was received that reports after a cross-functional review, it was determined that the console (ic5826) could potentially have caused the reported placement signal issues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 75 year old male patient who had been admitted in with known coronary artery disease with a plan for a protected percutaneous coronary intervention (pci). The underlying medical history was not shared. The pump was supporting during the pci when there was loss of placement signal ongoing throughout the pci. The patient also developed a hematoma at the end of the case, which was observed at the time of pump explantation. Arterial bleeding was noted at the level of the femoral artery bifurcation. The physician did state that the bleeding was likely due to the perclose that was deployed prior to the case as there was some trouble with the insertion and this lead to a belief of some level of arterial dissection. No treatment or troubleshooting was done beyond pump explant at the conclusion of the pci. The patient survived the event. Anticoagulation was necessary for the pump placement and support can contribute to access site bleeding.